Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to minor infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to minor infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead was capped. Additional information indicates that the right ventricular (rv) lead was explanted due to aseptic erosion. There were no additional adverse patient effects reported.